Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced shocking sensation and auto-reducing due to high impedances on the lead. As a result, surgical intervention was undertaken (B)(6) 2024 wherein the lead was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.